Event description:
During an acl reconstruction the screw split in half. During insertion of the screw the driver pushed through the side of the screw, driver looked properly seated. The insertion site was taped with a 9mm tap. The distal portion of the screw remains in the patient and the proximal end will be returned for evaluation. It was stated that the surgeon was performing an reconstruction using a b-t-b graft of 10mm in a 10mm femoral tunnel when the screw broke in half. The site was tapped with a 9mm tap to about 20mms. The proximal end of the screw was removed and the distal portion was left in place supplying adequate fixation. It was noted that the 1.2mm guidewire was bent when removed from the patient. A delay of ten minutes took place. No patient injury or complications resulted.